Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer got unexpected battery power loss alarm. Customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was assisted, however the battery was already changed and pump still has no power. Customer states they did not receive a low battery alert prior to the off no power alert. The insulin pump will not be returned for analysis.